Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with juvéderm® voluma¿ with lidocaine in jawline/chin. About three weeks later, patient experienced swelling, severe pain and redness occurred on the left side. The healthcare professional who performed the procedure attributed these symptoms to an allergic reaction to the filler. The symptoms persisted for about a year which deteriorated patient's physical and mental health. Patient has been living with a swollen face due to constant attacks, the injections, procedures, and antibiotics which have damaged patient's health. As a result of tissue loss in the treated area on the left side of the chin, a depression and line formed. Symptoms are on going.